Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The field service engineer on behalf of the customer reported to olympus, the evis eus ultrasound bronchofibervideoscope displayed e315 (non-compatible endoscope) error during preparation for use for a diagnostic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated. An incoming inspection of the returned device could not confirm the customer allegation-¿e315 error." The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.